Event description:
It was reported that complications were observed with the use of low-dose bmp with autograft in the disc space. In this prospective review, pts underwent minimally invasive fusion surgery involving the insertion of percutaneous pedicle screws in the lumbosacral spine, together with interbody fusion. In this pt, who presented preoperatively with severe l4 radiculopathy secondary to a grade I degenerative spondylolisthesis, a transforaminal lumbar interbody fusion (tlif) procedure was used. Screws and rods were placed after decompression and decortication. The smallest commercially available dose of rhbmp-2 (4.2 mg) was soaked into a collagen sponge. One-third of the total was used per level fused (approx 1.4 mg rhbmp-2). This was divided into two, with half (0.7 mg) inserted into the anterior disc space with bone graft and the other half (0.7 mg) inserted into the cage along with more local bone graft. No immediate complications were reported. Two months after surgery, magnetic resonance imaging revealed a large inflammatory cyst in the neural foramen on the operated side causing significant displacement of the nerve root. Despite this, the pt's symptoms of leg pain resolved and she has remained asymptomatic. No other details or outcomes were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: mannion, et al. Promoting fusion in minimally invasive lumbar interbody stabilization with low-dose bone morphogenic protein-2 but what is the cost?. The spine journal 10. A review of the device history records cannot be performed without additional device info. Without return of the device for eval or review of the associated MRI, it is not possible to ascertain a cause for the reported event.